Event description:
It was reported by the patient that when the power button on the remote monitor was pressed, the battery indicator light would come on and no transmission was initiated. Changing the batteries did not resolve the issue. The monitor was replaced. No patient complications have been reported as a result of this of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the monitor failed a telemetry test due to a defective bobbin.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.